Manufacturer narrative:
Date of presentation was indicated. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference:(B)(4).

Event description:
Through a review of a presentation titled ¿comparison of glaucoma surgeries in aqueous humor pathway¿, presented at the 31st meeting of (B)(6) glaucoma society, the following events were identified. Hyphema occurred at a rate of 3.2% (n= 31 eyes, 22 cases) and transient iop increase occurred at a rate of 3.2%. The patient information was not available, and no additional information was available for reported events.